Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product noted the connecting bolt threads are fractured, confirming the complaint. The returned product was sent to sem for additional evaluation. Xrf analysis found the jig bolt material to be consistent with 17-4 stainless steel alloy. A hardness check was performed and noted the product is conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Visual examination of the provided photography confirms the reported device fracture. Review of device history records was not possible as the necessary product/lot code combination was not provided. The root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded at site.

Event description:
It was reported the instrument fractured while placing the implant; resulting in a significant delay to surgery of 60 minutes. The patient did not retain a foreign body. No further information is available at the time of this reporting.